Event description:
Boston scientific received information that immediately post implant of this right ventricular (rv) lead the patient's r-waves dropped significantly. The patient's pocket was re-opened and the lead was successfully repositioned. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.